Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient had presented to their doctors office with complains of soreness at the stimulator site as well as difficulty getting back in to activity and sweating a lot. The patient complained that they had a lump on their back and it was causing pain and swelling. The rep at that time. Had reprogrammed the patient and they had immediate relief. The patient was concerned about their back down to their right leg is causing pain but was going to wait a few more months. The patient stated that they are not able to do anything, dust, clean, cupboards. At this appointment the doctor did a medical exam and only found issues with the tenderness over the ins site. The patient canceled surgery on (B)(6) 2016 as they had pneumonia. The surgery was done on (B)(6) 2016 and the ins was successfully repositioned in the right buttock.

Event description:
A consumer implanted for post-laminectomy pain and spinal pain reported in the last three weeks they were having miserable pain and had also had pneumonia so they were coughing a lot and couldn¿t get up and moving. It was noted the consumer was supposed to have surgery last week to have the implantable neurostimulator (ins) repositioned, but couldn¿t because of the pneumonia.

Event description:
Additional information received from the consumer reported the circumstance that led to the pain was stress. The circumstance that led to the repositioning of the implantable neurostimulator (ins) was that it was lying on the spine and was very uncomfortable. In order to ¿somewhat¿ resolve the pain the ins was repositioned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.